Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a revision of total knee system due to second disengagement of tibial poly insert. First disengagement occured some 6 months post implantation, caused by the fall and only saw tibial insert replaced.